Manufacturer narrative:
The customer reported that the system sounded like the laser was firing, however, there was no laser emission from the probe. The customer suspects the laser core module is no longer working. There was no system message observed by the customer. The reported event occurred prior to surgery and there was no patient impact noted. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on december 20, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that although there was sound of laser firing there was no evidence that the probe was working. The system was exchanged to complete the procedure with no harm to the patient.